Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v015938, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was later reported that analysis found that the programmer complaint was unverified. The scratched faceplate was replaced and the antenna jack was resoldered as a preventative measure.

Event description:
It was reported that the patient was not being able to make adjustment both with or without the antenna attached to the patient programmer. The patient lost relief about a month ago and had a sudden return of urinary symptoms. The patient last felt stimulation a month ago and metal detectors turned their implant off and the first incident was a couple of years ago. The patient wanted assistance to turn their therapy back on and when they tried to connect all they got was the communication error with and without the antenna. The patient insisted that they felt stimulation even though they got the communication error and was instructed to push the sync key. The patient had their implant checked not too long ago and the implantable neurostimulator (ins) battery was good, even though it was 7 years old. The patient programmer had no telemetry with and without the antenna and noted that their ins was off. The anomaly appeared to have occurred through product use and there was no indication of patient harm. Two days later it was reported that the patient received the replacement programmer and still had difficulties syncing with the ins. The patient could feel the battery and it was not in too deep and the patient had also tried using the antenna they had. The patient had it directly over their skin and moved to a different room. At one point it did synchronize and indicated that the stimulation was off. The patient tried to use the therapy on key instead of the sync key and it was not successful. The patient would contact their health care provider (hcp) and would call back if needed. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.